Event description:
As reported by the field clinical specialist, approximately 4 years post right transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient presented with symptoms of heart failure. The valve failed due to stenosis and calcification. A valve-in-valve procedure was performed with a sapien 3 ultra resilia valve. A leaflet modification procedure was performed using the shortcut (pi-cardia) catheter to mechanically split the left leaflet prior to the valve-in-valve procedure. Following this step, a 23 mm sapien 3 ultra resilia (s3ur) transcatheter heart valve was successfully implanted. No central leak was reported. The thv was reported as successfully implanted, and the patient was alive at the end of the procedure. Post implant, it was reported that subsequent life sustaining procedures were required. The patient passed away. Based on medical record review, the patient was worked up and found to have severe prosthetic aortic stenosis. An echocardiogram performed prior to the revision noted peak and mean gradients of 80/48 mmhg and an aortic valve area of 0.5 cm2. A valve-in-valve procedure was performed approximately 4 years and 1 month post-implant. The valve-in-valve procedure was complicated by left anterior descending artery occlusion, for which coronary angiography was performed followed by percutaneous coronary intervention, veno-arterial extracorporeal membrane oxygenation cannulation, and impella placement. The impella device was exchanged for an intra-aortic balloon pump. The patient's family elected to transition to comfort care, and the patient expired shortly after discontinuation of life support. A post-revision echocardiogram noted an aortic valve area of 2.4 cm2 with peak and mean gradients of 20.4/10.6 mmhg, trace central regurgitation, and no paravalvular regurgitation.

Manufacturer narrative:
Investigation is ongoing.